Event description:
The pt was implanted with an scs system on (B) (6) 2009. It was reported on (B) (6) 2009 that the lead migrated due to the pt's involvement in an atv accident. The physician explanted and replaced with paddle lead on (B) (6) 2009. The physician elected to replace the ipg at the same time to maintain integrity of the system. The explanted lead was returned to the MFR for analysis. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead fails continuity testing due to four open channels. The outer and inner lead tubing are damaged and open, and some exposed inner wires are broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.